Manufacturer narrative:
A medical questionnaire was sent to get more information, however, it was never returned. We followed up with the patient/ customer three times trying to get it returned. On each occasion the patient agreed she would send it back, but it never came.

Event description:
Customer's boyfriend called to report the day after. He communicated that his girlfriend gave herself an injection and when she went to pull it out, the needle broke off in her skin. She went to the ER and they were able to remove it. She does not have the pen needle hub or the pen needle they removed to send back.